Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The fenestrated bipolar forceps instrument was analyzed and found to have a broken conductor wire at the grip-crimp location and the wires were exposed. The instrument failed the electrical continuity test. There were no signs of thermal damage. The complaint was confirmed by failure analysis.

Event description:
It was reported that the fenestrated bipolar forceps had a broken wire. There was no report of patient involvement or no reported injury.